Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. Receiver charge and boot tests were performed and passed. Functional tests were performed and the vibrator test passed. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. The performance data was evaluated. The allegation reported not found but delayed alerts are observed in the logs. The probable cause is the dispatch error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).